Event description:
It was reported that the patient did not think the pump was working. The patient began feeling that way approximately 1 year prior to the report. The patient stated she ¿can just feel it different inside¿. The patient stated it may have been due to some new injuries and diagnoses and that may have been the problem. The patient reporter her pain may have been more because her back was beginning to deteriorate more. The patient was taking oxycodone and hydrocodone orally on top of the pump medication. The patient stated she did not want to be taking so many opiates. The patient also stated that having a 40ml pump was uncomfortable. The patient was told that she had 48 months left with the pump. The patient reported that the doctor could move the pump to between her rib cavity and chest but the patient did not think she wanted to do that. The patient¿s pump was recently refilled and the dose of baclofen and morphine was increased. The device system delivered baclofen, morphine and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2006, product type: catheter. (B)(4).